Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that there were torsional deformations with the 21 tips of the driver blades when they were checked in distribution center, and 1 tip of the driver blade was broken.